Manufacturer narrative:
4/15/1998 - supplemental report #1 submitted to FDA. Device evaluation indicated and codes entered in h3 and h6.

Event description:
The device was used during a hysterectomy procedure. Reportedly, the suture knots became loose. The surgeon performed a re-operation and used another suture to correct the condition. The hosp has reported the pt's condition is satisfactory.